Event description:
The patient received a scs system on (B)(6) 2006. It was reported on (B)(6) 2011 that the patient was experiencing pain at the ipg site. The patient also reported having some problems locating the ipg with the charger from time to time. A new ipg was implanted and stimulation was captured post-operation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy oft he patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.